Event description:
An alarm was reported due to an occlusion event. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin, and no additional assistance was deemed necessary.